Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 21:31:07. During night drain cycle eight, the patient's ultrafiltration reading was 1517ml, indicating the home patient (hp) drained 1067ml more than their maximum programmed fill volume of 1500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. Review of the event log found evidence of the iipv event. The cause was use error, tidal total uf removal set too low. Homechoice apd systems trainer?s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up will be submitted.